Manufacturer narrative:
Device eval: device eval has not been completed. A follow-up report will be submitted when the device eval has been completed. Eval conclusion: a follow-up report will be submitted when the device eval has been completed.

Event description:
The rotator of the hemostasis valve leaked every time it was flushed with the squirt. This happened when connected to the catheter. A new catheter was used and the procedure was completed without complication. There was no report of harm or injury to the pt.